Event description:
It was reported that there was an issue with ae-qas-sp42, an unknown activl product, via the annual activl enhanced safety surveillance study (ess) covering a reporting period from 01feb2021 to 31jan2022. According to the complaint description, there was a postoperative "sensory neurological safety event". The initial surgery occurred on an unspecified date. The patient had been treated at the l5-s1 level and the spike endplate had been implanted. A permanent impairment occurred. Additional patient information is not available, although it had been requested. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: ((B)(4) - ae-qas-sp42); 9610612-2022-00224 ((B)(4)- ae-qas-sp42); 9610612-2022-00225 ((B)(4) - ae-qas-sp42).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: a batch-related review of the complaint history was not possible, as the product and batch number are unknown. Conclusion and measures /preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.